Event description:
It was reported patient underwent a comprehensive shoulder arthroplasty on (B)(6) 2013. During the procedure, the glenoid trial fractured in the patient. As a result, the fractured fragment was removed. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.